Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, device interrogation revealed noise on the right ventricular (rv) lead. The episodes were detected as ventricular fibrillation by the device but alter determined as noise. No therapy was delivered. Programming changes were discussed. No intervention was made. The noise amplitude was very high and programming changes cannot blank the noise. The patient was stable and will continue to be monitored.